Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during an upgrade box change procedure, attempts were made to introduce the left ventricular (lv) lead into the lateral vein, the physician had the cs hook catheter positioned slightly distal to the lateral target vessel. The lead and guidewire passed through cs catheter and the wire appeared to follow the path, through the main body of the cs catheter, and not into the target vessel. A fluoroscopy was performed with contrast injection showing the lead was tracked over the wire, outside of the cs catheter and associated branches. The lv lead was then pulled back and positioned into the target vessel and implanted successfully. It was suspected that the patient had pneumothorax. The staff then continued to treat the patient for a pericardial effusion with a chest drain in situ. The patient recovered and is in stable condition. No additional adverse patient effects were reported. The cs hook catheter and competitor whisper ms wire will not return for analysis.